Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent under-sensing during ventricular tachycardia-non-sustained episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: a3dr01 ipg was implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.